Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pericardial effusion, tamponade and cardiac perforation during the leadless implantable pulse generator (ipg) implant procedure. The thoracic region was drained, and the patient was stabilized. The system was not used and another system was used. No further patient complications have been reported as a result of this event.